Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to the start of the procedure it was identified that the inner package was labeled as 0600540 and the outer labeled as 0600570ce. The new product was provided to the healthcare professional to complete the procedure. The incorrectly labeled product was not used on the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one sample was received for this complaint, the outer packaging found visually to reference hickman 7 fr d/l cv w. Surecuff catheter kit (cat: 0600570ce and lot# hubt1715) and the inner packaging found to reference hickman 7 fr d/l cv w. Surecuff catheter kit (cat: 0600570 and lot# hubt1715). The photograph included in the file does not match the physical sample received in that the product in the physical tray matched the physical box label, whereas the tray depicted in the picture was that of a broviac product. The complaint of incorrect product within the package is unconfirmed, as the physical sample is reported to be the original and the physical labels returned do appear to match. The definitive root cause could not be determined based upon available information as the complaint could not be confirmed. Labeling review:this IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. (Expiry 6/2022).

Event description:
It was reported that prior to the start of the procedure it was identified that the inner package was labeled as 0600540 and the outer labeled as 0600570ce. The new product was provided to the healthcare professional to complete the procedure. The incorrectly labeled product was not used on the patient.